Event description:
The pump had not been working since 2008. The patient went through withdrawal. The doctor gave the patient oral medication. The patient did not have it taken out because she did not have insurance at the time. A dye study was being done (B)(6) 2015. It was later reported by the pump managing physician that the patient lost her insurance, did not get refills, allowed the pump to run dry, and the pump stopped working. The pump motor stalled; the cause of the stall was unknown. The outcome was reported as ¿recovered without permanent impairment¿. The device system was delivering dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# (B)(4), implanted: 2004-(B)(6), product type: catheter. (B)(4).